Event description:
It was reported that the patient was itching ¿real bad¿ and noticed muscle spasms the prior friday evening. It was noted that the patient went to the emergency room (ER) on the prior saturday. It was reported that the patient received oral baclofen, 2 ml, 4 times and a day. It was noted that the patient took 2 does on saturday and 4 does on sunday and the patient had a couple of days¿ worth of medication left at the time of report. It was reported that at the time of report that patient¿s legs are like jelly and she still has some spasms/itching. It was noted that the patient missed a refill. It was reported that patient¿s next refill said march. It was noted that the patient¿s printout information said a low reservoir alarm occurred on 2014-(B)(6). It was reported that the patient pump status was last changed 2013-(B)(6) and the patient¿s refill interval was 45 days. Additional information on pump printout indicated that refill interval was 98 days and low reservoir alarm date was 2014-(B)(6). It was reported that the patient head an alarm but it was not yet confirmed by telemetry. It was noted that the patient thought they heard a single tine ¿bleep¿ one time the morning of report. It was reported that the patient tried to listen but did not hear it again. It was noted that the patient¿s pump was used to infuse lioresal.

Manufacturer narrative:
Concomitant: product ID 8731, lot# b002977n14, implanted: 2003-(B)(6), product type catheter. (B)(4).